Manufacturer narrative:
The available medical record is in contradiction to the initially reported early revision due to infection. No revision of the prosthesis appears to have taken place and there is no report of infection. The patient was treated for pain and inflammatory symptoms for prolonged time after implantation. However; analog symptoms had been present before implantation as well. At the end of the recorded period, the treatment with (radiation) synovectomy was prescribed. Nevertheless, the implants are reported as stable and well fixed. Based on the received information it can be assumed that no revision of the prosthesis took place.

Event description:
It was reported that revision surgery was performed approximately 2 months after implantation due to infection.